Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(6) state: portable concentrators. Lcd pcb, other. Switch broken complaint was confirmed. The underlying cause is switch broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states the unit has a broken button and a damaged display.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit has a broken button and a damaged display.